Manufacturer narrative:
Complaint conclusion it was reported that a patient experienced a rash on the right thigh with heat and itchiness post deployment of a 6/7f mynxgrip vascular device (vcd) sealant. The patient was given intravenous benadryl and the issue resolved immediately. During the allergic reaction, the distal pulse was strong (as per nurse on duty). About 2 days later, the patient¿s artery was fully occluded. The cause of the occlusion was unknown. The vascular surgeon ordered to give heparin. The surgeon felt that no surgery was needed. The radiologist said that the occlusion may have been from an arteritis due to the allergic reaction but was doubtful. Drug coated balloons had been used in the angioplasty of the patient¿s sfa. The deployment of the mynxgrip was excellent and hemostasis was achieved. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the manufacturing of the device and the event. However, based off of the event description, patient factors may have contributed to the reported event. According to the product instructions for use, users are cautioned that mynxgrip should not be used in patients with a known allergy to peg. Without a lot number to conduct a device history record review and without a product analysis, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that a patient experienced an allergic reaction; rash on the right thigh with heat and itchiness to the 6/7f mynxgrip vascular device (vcd) sealant. The product is available for return. The patient was given IV benadryl and the issue was resolved immediately.